Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during cup implantation, dr. Used a mallet to strike the end of the curved cup impactor as usual, and upon final blow, the dial at the end of the handle broke off."